Manufacturer narrative:
(B)(4). No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. This report is to follow up with medwatch report # mw5058283 .

Event description:
Laparoscopic sleeve gastrectomy & hiatal hernia repair with bio-a mesh. (B)(6); dr. (B)(6) second assistant witnessed a black rubber piece from out 12 mm trocar fall into abdominal cavity of the patient. Dr (B)(6) was made aware and retrieved the particle from abdominal cavity. The circulating nurse brent then recorded it to kendra estes immediately after the case ended. Bret; the circulating nurse said the only instruments going in and out of this trocar was a 10mm scope. I recently sat in on a laparoscopic sleeve gastrectomy with dr. (B)(6) with no issues with our other trocars. Since the instance on (B)(6) 2015 there was been no reported issues. The customer is not returning the item and attached is a documented picture of the runner piece." Patient status "discharged." Medwatch report: mw5058283 voluntary 04-dec-2015: "inserted 12 port; inserted 10mm; abdominal survey performed and noted foreign body (appeared to be part of leaf valve) under 12 port site. Inserted grasper and removed foreign body and identified as leaf valve; port was verified to not be leaking; case continued without incident. Port removed and retained for examination."

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. However, a photo of the seal housing and rubber fragment was provided. Upon inspection of the photo, engineering confirmed the septum was torn and missing a portion. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. The damage to the septum was likely caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns that extra care should be used when inserting angular and asymmetrical instruments. All instruments should be centered axially when inserted through the seal to prevent tearing. Engineering is currently researching possible device enhancements intended to further minimize the potential for this type of incident to occur. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. This report is to follow up with medwatch report # mw5058283.

Event description:
Laparoscopic sleeve gastrectomy & hiatal hernia repair with bio-a mesh - "(B)(6); dr. (B)(6)'s second assistant witnessed a black rubber piece from our 12 mm trocar fall into the abdominal cavity of the patient. Dr (B)(6) was made aware and retrieved the particle from the abdominal cavity. The circulating nurse; (B)(6) then reported it to (B)(6) immediately after the case ended. (B)(6); the circulating nurse said the only instrument going in and out of this trocar was a 10mm scope. I recently sat in on a laparoscopic sleeve gastrectomy with dr. (B)(6) with no issues with our trocars. Since the instance on (B)(6) 2015 there has been no reported issues. The customer is not returning the item, attached is a documented picture of the rubber piece." Patient status discharged.